Event description:
Philips received a complaint from the key market, reporting that the v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.